Manufacturer narrative:
Date of event is unknown. Lot number, expiration date and h4 are unknown. No product was returned. The reported complaint could not be confirmed. No lot number was provided; therefore, a history record review could not be conducted. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sectionsplease direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that during use of the 100 ml cassette, underdelivery occurred. Per reporter the cassette was to run out, but 60 ml remained. It is unknown if there was patient involvement, no adverse patient effects were reported.